Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Patient had multiple shocks, likely appropriate. The device is now at eos. The physician had changed the patients medication prior to this incident which could have contributed to the shocks. The patients lv lead was also acting strange and after a biv pace the heart was beating faster. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status, 100 charging cycles were recorded in the devices memory. The memory content of the device was inspected. The inspection revealed 97 delivered shocks due to regular vt detection in the time from 17:46h to 18:37h on (B)(6) 2018. As a result of the fast successive charging the eos battery status had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the mos2 battery status. The amount of charge taken from the battery was verified, revealing the mos2 battery status to be as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, there was no indication of a device malfunction.